Event description:
Ethicon endo-surgery echelonflex 60 powered endopath stapler would not fire or open. The assistant had to manually manipulate the device to get the jaws open to remove the device. A subsequent "like" device was utilized without issue. Reason for use: laparoscopic robotic sleeve gastrectomy.